Event description:
It was reported that during a percutaneous intervention (pci) procedure a balloon rupture occurred. The unspecified target lesion was in the heavily calcified left anterior descending artery (lad). A flextome cb monorail 10/2.75 balloon catheter was advanced to treat the target lesion and inflated; however, the balloon burst at 14 atms. A maverick 2 monorail 15mm x 2.5mm balloon catheter was advanced too and inflated to treat the target lesion; however, this device also ruptured at 14 atms. The physician attempted to dilate the lesion with an unspecified quantum but considered the efforts "fruitless" for unspecified reasons and the procedure was abandoned. There were no patient complications reported with the patient's current condition listed as "stable".